Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for eval. Review of the device history record showed that the named devices were accepted with conformance to the device requirements.

Event description:
Optetrak tibial insert could not be assembled to the tibial tray. The tibial tray was already cemented and could not be removed from the tibial bone.